Event description:
Boston scientific received information that the patient implanted with this pacemaker and this epicardial right ventricular (rv) lead, was admitted to the hospital due to a non-device related reason. It was reported the patient was pacer dependent and asystole was observed on the electrocardiogram monitor. The patient was rescued with cardiopulmonary resuscitation. Rv pacing threshold measurements were found to have increased. All other lead diagnostics were good. Noise was only present when electrocautery was used and could not be recreated. The rv lead was surgically abandoned and this device was explanted. Both the lead and device were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.